Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during the archive data review and functional testing. The root cause of the reported complaint was the defective processor board as a result of normal wear and tear. The autopulse platform is a reusable device and was manufactured in december 2014, and it is more than 6 years old, beyond its expected service life of 5 years. During the visual inspection, it was observed damaged head restraint wire, unrelated to the reported complaint. The probable root cause for the observed damage was likely due to mishandling. To remedy the issue, the top cover needs to be replaced. Also, unrelated to the reported complaint, during a visual inspection a missing load plate screw was noted. The observed issue is characteristic of normal wear and tear for the life of the device. The autopulse platform failed functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The autopulse platform was further tested after replacing the processor board and upon powering on, the platform failed with user advisory (ua) 41 (patient temperature sensor failure) error message, unrelated to the reported complaint. Following day, the platform was further tested and the observed ua 41 error could not be duplicated. The autopulse platform was tested with a large resuscitation testing fixture (lrtf) equivalent to a 250-pound patient with good known test batteries for 55 minutes without any error. The root cause of the ua 41 error could not be conclusively determined as the error was not reproduced. During the archive data review, a latch error 136 (internal parameter corrupted) was observed, thus confirming the reported complaint. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message upon power-up. No patient involvement.